Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) regarding a patient that was implanted with an implantable neurostimulator (ins). It was reported that the pt had the device explanted. It was reported that the pt had a return of symptoms. Rep tried several reprogramming's as well as continued pt education but the pt wanted the device explanted. This issue has been resolved.